Event description:
It was reported that impedances over 40,000 ohms were seen on all circuits on the right side of the ins, and symptoms had returned about one month ago. X-rays showed no issues with the connections. The left side was within normal limits. There were no known falls or other events. Impedance measurements were re-run with some pressure on the connections but there was no change. The hcp planned to take the patient into surgery to explore the lead / extension and test impedances. It was later reported that the surgery was scheduled for (B)(6) 2013.

Event description:
Additional information received reported that the surgery was canceled. The patient¿s contacts had been numbered wrong and that was why the impedance displayed an open circuit. The numbers were selected properly and the stimulator worked.

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va00x22, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va00846, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).